Event description:
Reporter alleged higher glucose readings (in the 200s mg/dl) and went to the doctor where their meter read 43mg/dl however, was 3-4 days apart. Reporter stated was feeling shaky and meter read 46mg/dl at 11 am where had eten around 8:30 - 9:a.m. It was reported the next day customer went to the doctor and 2:15p.m and a different meter read 42mg/dl versus her meter reading of 53mg/dl within 5 minutes. Reporter stated 15 minutes later her meter read 117mg/dl and within another 2 minutes read 337mg/dl. Reporter stated self treating with orange juice and no medical treatment was reportedly provided. A request was made for the return of the suspect device and replacement product was sent.